Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are not formed or trimmed correctly, they are irritating the inside of their lower lip and top surface of their tongue. Provided fit tips and to file rough edges and requested patient to follow up.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.